Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Power up self tests which failed. Error alarm was duplicated, repeated and verified when the device powered up.error history log review found no evidence found due to the constant error alarm. The root cause of the reported issue was found to be defective-inoperable main board,(dso) downstream occlusion sensor seal degradation.actions were taken to mitigate the reported issue: replaced the dso sensor seal and replaced the main board.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error code 46510 alarm and bubbled downstream occlusion sensor seal. No patient injury reported.